Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was not able to pull medicine. A technical support specialist (tss) informed the user to contact the information technology (it) team to reset the account. The tss re-register the customer account and attempt the process on the server first instead of the station to create cache populating on pes. The tss had follow up to get resolution but there was no response from the customer end updated for closure of case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, it had a user unable to authenticate and not able to pull medicine. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.